Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump experienced fill anomaly and rewind anomaly. The customer¿s blood glucose level was 140 mg/dl at the time of incident. The insulin was leaking from the bottom and there was insulin dripping out. The customer had to rewind the insulin pump twice. The customer change the insulin set and the insulin exited the tubing. The insulin pump will not return for analysis.